Event description:
It was reported that right atrial (ra) lead was unable to capture. The lead was dislodged during coronary artery bypass graft (CABG) surgery. The physician tried to place the lead back but failed to capture. The lead was explanted and replaced. The patient is in stable condition.